Event description:
It was reported that the tip of the probe and the handle broke off during an unspecified procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation confirmed the reported event. Visual examination found that the teflon pad was bent and completely broke off at the middle section. There was evidence that the teflon pad was burned at the grasping section.